Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) . The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to that an update was made to the product investigation of the complaint device. [Investigation update]: the trudi suction device was received; visual inspection and functional analysis was performed. Visual inspection / analysis conducted revealed no appearance of damage on the trudi suction device. The trudi suction device was tested for electrical functionality and the returned complaint device passed the test. All values were observed to be within specification. The returned trudi suction device was connected to the trudi system and the device was recognized; the icon observed was green and the count of use was 10. Device was sent to the research & development (r&d) lab for further analysis. The accuracy test was performed, and device failed the accuracy test. The suction device was connected to the trudi system. The device was inserted into the model head until the distal tip made contact with the solid back wall. A measurement was taken in planning mode in the interface from the sensor location to the 2d model wall. Gaps found were 2.9mm and 3.0mm. A review of manufacturing documentation associated with this lot (2009110) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. A corrective and preventive action (CAPA) was opened to address this issue. It should be noted that product failure is multifactorial. However, the instructions for use (IFU) states that before use, confirm the trudi¿ nav suction¿s location accuracy by checking the displayed position of the trudi¿ nav suction on several clearly identifiable anatomical structures. The complaint documented that during the revision hybrid functional endoscopic sinus surgery procedure, the trudi suction device was inaccurate; the device was not replaced, it was re-registered and the procedure was continued to completion. The reported issue was confirmed based on the analysis performed by the r&d lab. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. Electrical functionality was confirmed to be within specification. The returned device was also connected to the lab trudi system and it was recognized with the observed green icon and the count of use was 10. As part of acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue of loss of accuracy as related to suction tools. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that updates / corrections were made to the component code, investigation findings and investigation conclusions of the product investigation conducted on the returned complaint device. On 31-mar-2022, the product investigation was reopened to review the component code, investigation findings, and investigation conclusions codes for the product analysis associated with the complaint device. After the review, corrections were made to the respective codes. There was no new information, no update / revision to the product investigation that alters the previous determination type. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. H.6: component code: the component code was corrected from 'sensor (g03012)' to 'calibrator (g03003).' H.6: investigation findings: the investigation findings was corrected from 'signal loss (c0209)' to 'interoperability problem identified (c04).' H.6: investigation conclusions: the investigation conclusions was corrected from 'cause not established (d(15)' to 'cause traced to manufacturing (d03).'

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a revision hybrid functional endoscopic sinus surgery (fess) procedure, the trudi suction device (tdns000z / (B)(6) / lot#: 2009110) was inaccurate; the case continued without replacement. It was reported that there is not another available suction device at the location. The device was re-registered and to complete the procedure, the curved suctions along with the probe was used to confirm accuracy. It is not known how many times the device had been reprocessed. The issue was reported to have occurred during use. The icon on the trudi system was green. There was no error message on the trudi nav monitor. The patient tracker was not moved nor was the patient tracker cable under tension in relation to this event. There was not more than one computed tomography (CT) scan attempted to be use with one device. It was determined that the trudi system was suitable for use because only the suction device was having accuracy issues. The procedure was completed without any patient adverse event or complication. It was reported that this issue was also noticed once in a previous case where the device was used. In this previous case, the accuracy was off, however, it was reported that the CT scan was a bad scan, and as a result, the physician attributed it to the scan and not the instrument and the case was safely completed knowing that the accuracy was off by 2mm. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the trudi suction device was received; visual inspection and functional analysis was performed. Visual inspection / analysis conducted revealed no appearance of damage on the trudi suction device. The trudi suction device was tested for electrical functionality and the returned complaint device passed the test. All values were observed to be within specification. The returned trudi suction device was connected to the trudi system and the device was recognized; the icon observed was green and the count of use was 10. A review of manufacturing documentation associated with this lot (2009110) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. It should be noted that product failure is multifactorial. However, the instructions for use (IFU) states that before use, confirm the trudi¿ nav suction¿s location accuracy by checking the displayed position of the trudi¿ nav suction on several clearly identifiable anatomical structures. The described event could not be confirmed since the returned complaint device performed without any problem, and electrical functionality values were found within specification. The exact cause of the event could not be conclusively determined. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The complaint documented that during the revision hybrid functional endoscopic sinus surgery procedure, the trudi suction device was inaccurate; the device was not replaced, it was re-registered and the procedure was continued to completion. The reported issue was not confirmed based on the evaluation and analysis of the returned complaint device. Visual inspection found the device without any damage. Electrical functionality was confirmed to be within specification. The returned device was also connected to the lab trudi system and it was recognized with the observed green icon and the count of use was 10. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of acclarent quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue of loss of accuracy as related to suction tools. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Updated sections: g.3, g.6, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. The trudi device does not have an expiration date; it is not a single use device. Trudi¿ suction instruments are supplied non-sterile and must be cleaned and sterilized prior to each usage. The initial reporter email is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (2009110) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a revision hybrid functional endoscopic sinus surgery (fess) procedure, the trudi suction device (tdns000z / s/n: (B)(4) / lot#: 2009110) was inaccurate; the case continued without replacement. It was reported that there is not another available suction device at the location. The device was re-registered and to complete the procedure, the curved suctions along with the probe was used to confirm accuracy. It is not known how many times the device had been reprocessed. The issue was reported to have occurred during use. The icon on the trudi system was green. There was no error message on the trudi nav monitor. The patient tracker was not moved nor was the patient tracker cable under tension in relation to this event. There was not more than one computed tomography (CT) scan attempted to be use with one device. It was determined that the trudi system was suitable for use because only the suction device was having accuracy issues. The procedure was completed without any patient adverse event or complication. It was reported that this issue was also noticed once in a previous case where the device was used. In this previous case, the accuracy was off, however, it was reported that the CT scan was a bad scan, and as a result, the physician attributed it to the scan and not the instrument and the case was safely completed knowing that the accuracy was off by 2mm.